Manufacturer narrative:
D10 concomitant products: gia80mts, stapler gia80mts med thick tristp (lot#: n5g1889uy), gia80mtc, cartridge gia80mtc medthk tristp (lot#: n4m1685uy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during hemicolectomy and ileocolic anastomosis, an incomplete staple line was noted. There was no continuity of staples in two segments, resulting in intestinal content leakage. The affected intestinal segment required manual resection and anastomosis.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but four photos were available for evaluation. Visual inspection noted that, in the first image, a staple line in tissue was observed and the staples appeared to have formed as expected. A pair of forceps was inserted into an open section of the tissue to the left of the staple line. In the second image, a staple line in tissue was observed and the staples appeared to have formed as expected. In the third and fourth images, reference and lot number information for two different devices was observed. It was reported that staple line content leakage occurred and that the staple line was incomplete. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.